Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
It was reported that the patient had been experiencing back pain in 2011. In (B)(6) 2011, the patient underwent a spinal fusion surgery on lumbar spine at l4-l5. Reportedly, rhbmp-2 was used in the surgery. Within six weeks of the first surgery, the patient developed burning pain in her skin located on her back and arms. In (B)(6) 2012, the patient underwent surgery consisting of a cervical spinal fusion from c1-c2, using rhbmp-2/acs. The patient¿s burning pain returned after a short hiatus. Between (B)(6) 2012, the patient's severe lower back pain, shoulder pain, and hip pain continued or got worse, despite these surgeries and despite steroid injections. In (B)(6) 2012, the patient underwent surgery, consisting of a spinal fusion of her right hip at s1, again using rhbmp-2/acs. Following the right si fusion surgery, the patient's pain increased even more to such an extent that she refused to undergo the si fusion on her left hip. Her pain and discomfort got much worse currently than before the first surgery.